Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had received a no delivery alarm when she bolused. Customer's blood glucose was 58 mg/dl at the time of the incident. Customer's mother did not want to troubleshoot for the no delivery alarm. Caller stated that she removed the site and there was no bent cannula. Caller was advised to always check that the reservoir and the tubing connector are dry before connecting the two. Caller was also advised to make sure that she is always able to push insulin manually with a plunger before making the pump do all the work. Caller stated that she was not taking those steps and will be doing them now. Caller called back and insisted that the pump be replaced because she does not feel comfortable with the customer using the pump. Caller was advised that the insulin pump would be replaced.